Event description:
Customer reported 4 false negative urine hcg results on pts with 2 different lots, when using surestep hcg urine cassettes. Pregnancies were confirmed by beta hcg tests.

Manufacturer narrative:
Hcg urine controls at cutoff and high level were tested on retain devices. Lot number (s): hcg8110043. Exp date (s): 11/2010. Control lot #: 25 miu/ml hcg urine, lot: hcg090107-03; 100 miu/ml hcg urine, lot: hcg081008-01; 201 iu/ml hcg urine, lot: hcg081230-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine at 3 minutes read time. The 100 miu/ml and 201 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: customer's observation could not be reproduced in-house with controls. The retention devices meet qc specification. No false negative result was observed. Complaint was not confirmed. No abnormal observations found in the batch review and the product number, product description and lot number were verified. No product deficiency was established. No corrective action is required as no product deficiency was established.